Event description:
It was reported that after spiking a secondary IV antibiotic, the pump was programed and when started was pressed the line from the secondary came apart just below the fill chamber of the secondary line. The antibiotic started dripping out. Immediately the bag was raised up and removed from the pole to prevent loss of medication. Another secondary was opened and spiked into the antibiotic, and was completed. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Product grid updated-suspect changed from pri tubing to sec tubing. The customer¿s report of the line from the secondary came apart could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the after spiking a secondary IV antibiotic, the pump was programed and when start was pressed the line from the secondary came apart just below the fill chamber of the secondary line. The antibiotic started dripping out. Immediately the bag was raised up and removed from the pole to prevent loss of medication. Another secondary was opened and spiked into the antibiotic and was completed.